Manufacturer narrative:
In this case, the returned device analysis confirmed the reported clip unable to close. Additionally, it was noted that the release crimper was unthreaded (loose/unstable) from the crimping cam and was able to be manually rotated. The observed loose/unstable release crimper resulting in the clip unable to close appears to be related to a potential product quality issue. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints reported from the lot. Based on the information reviewed and the analysis of the returned device the observed loose/unstable release crimper resulting in the clip unable to close appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Event description:
It was reported that during preparation of a mitraclip xtw, the clip would not close. Troubleshooting was performed, but the issue continued to occur. Therefore, the clip was not used and was replaced. There was no clinically significant delay in the procedure. The returned device analysis reported that the release crimper was untreated (loose) from the crimping cam.